Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 70 mg/dl. Customer stated they had treated their blood glucose with glucose tablets. Troubleshooting found the customer's insulin pump passed al functional testing. It was found that the customer's bolus history recorded a 3.9 unit bolus instead of a 3.3 unit bolus. Customer was advised to monitor her blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).